Event description:
The field service rep (fsr) reported that during the notice of field correction (nfc), the roller pump would not take the software upgrade. After attempting to load the software several times, the pump will not power up. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded. This complaint is related to MDR #1828100-2014-01018 and 01019. The field service rep (fsr) replaced the pump pod assembly.